Event description:
It was reported that an alert was generated for this system due to an out-of-range shock impedance measurement greater than 125 ohms. Review of the trend data showed a gradual increase in the shock impedance measurements and the pacing impedance measurements on the right ventricular (rv) channel. Review of the presenting electrogram (egm) showed appropriate device function with minor probable myopotential noise. A boston scientific technical services consultant provided an explanation for gradually increasing impedance measurements and recommended troubleshooting if the out-of-range shock impedance measurements continue. The physician will continue to monitor the measurements. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.